Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reported they have been in retainer for a few years and have recently noticed when they take out the retainers their incisor teeth on the upper and lower are touching. Patient has concerns about chipping the teeth due to contacting each other.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.